Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause of the deflation could not be determined. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause of the deflation could not be determined.

Event description:
Deflation resulting in explantation

Manufacturer narrative:
Physician statement: patient stated left side deflation. Doctor confirmed.

Event description:
Alleged deflation.